Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an ipg pocket revision due to discomfort at the pocket site. The ipg remains implanted and the patient was doing well postoperatively.